Event description:
Neuro balloon placed in brain. Balloon inflated with 1cc preservative free 0.9 percent nacl. Shortly after inflating, the balloon burst. No injury was noted. A new neuro balloon was used and inflated successfully.